Event description:
Port accessed using safestep huber needle set. 2 days later, leaking was noted at the proximaly-site when flushed with saline. No obvious cracks present. Port deaccessed, and reaccessed with new huber needle.